Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: electrical measurements revealed high lead impedance due to the helix being in a retracted position and was clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position.

Event description:
It was reported that during implant, intermittent noise was observed on the egm. The only time the noise ceased was when the device was connected to the pg but this caused the device to operate in upper rate and sometimes in ams. The lead was not used.